Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the device, the left ventricular setscrew could not be deployed. The screw would rotate but would not ratchet into the header. The left ventricular lead tip was seen in the header but the impedance was undefined. The physician was able to pull the lead out of the header and the setscrew just kept rotating. The lead could not be screwed into the header. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.